Event description:
The customer was contacted for add'l info. The extension set was being used to infuse marcaine "directly into the pt's knee" during a total knee replacement (ktr). The set was connected to an unspecified pump device. It was reported that the set was partially disconnected at an unspecified area as intended by the user, "untwisted 1/2 a turn to get the pump to run." During infusion, a complete tubing disconnection occurred, and both ends of the tubing touched a non-sterile area. The same tubing was reconnected to resume therapy, "again untwisted by 1/2 a turn", and therapy was resumed until discontinuation at a later unspecified time. According to the customer contact, thirteen days later, the pt developed a knee infection. The pt was treated with antibiotics as an outpatient, and "the infection cleared up", with no report of adverse sequelae. Though requested, no add'l info was available.